Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred. During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, when inserting the sheath into the patient and aspirating prior to inserting the sheath further to cross into left atrium (la), fluid was noted to leak from the end of the sheath handle and was preventing the physician from a successful aspiration. No damage to the luer was noted. The leak was seen near the sheath hub where the handle is located. The type of fluid leaking was blood. The physician tried aspirating again to troubleshoot, but this was unsuccessful. No air was seen in the patient. The sheath was replaced and procedure was completed with no patient complications. The device is not expected to be returned since it was deemed contaminated.

Event description:
It was reported that a leak occurred. During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, when inserting the sheath into the patient and aspirating prior to inserting the sheath further to cross into left atrium (la), fluid was noted to leak from the end of the sheath handle and was preventing the physician from a successful aspiration. No damage to the luer was noted. The leak was seen near the sheath hub where the handle is located. The type of fluid leaking was blood. The physician tried aspirating again to troubleshoot, but this was unsuccessful. No air was seen in the patient. The sheath was replaced and procedure was completed with no patient complications.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the events of leak and blood in sheath are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.